Event description:
It was reported that this inner guiding catheter would not slit when cut using a scissor. Moreover, the distal tip of the catheter was damaged. No adverse patient effects were reported.